Event description:
This device was implanted on (B)(6) 2016 and was replaced on the same day due to device header issues. The physician was unknown at an unknown hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).